Event description:
An e-mail received on 5/22/2014 stated that this device was explanted due to infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)